Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-03363 addresses the other device. It was reported to boston scientific corporation (bsc) that an active cord and a bsc polypectomy snare (type not specified) were used during a polypectomy procedure. According to the complainant, the snare was not cauterizing consistently inside the patient's colon; the user "was not getting a clean cut." A resolution clip device was used to resolve post-polypectomy bleeding, thus completing the procedure. It was confirmed that the electrosurgical generator in use was not a bsc product, and it has been used successfully in multiple procedures since this event. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be stable following the procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information: it was reported that the inconsistent cautery resulted in more bleeding than was expected, which necessitated the use of a resolution clip. However, it was also reported that the cause of the event was discovered to be user error; the user was not utilizing the electrosurgical generator correctly. The complainant no longer alleges any malfunction of the active cord and bsc snare; therefore, this event is no longer considered MDR-reportable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-03363 addresses the other device. It was reported to boston scientific corporation (bsc) that an active cord and a bsc polypectomy snare (type not specified) were used during a polypectomy procedure. According to the complainant, the snare was not cauterizing consistently inside the patient's colon; the user "was not getting a clean cut." A resolution clip device was used to resolve post-polypectomy bleeding, thus completing the procedure. It was confirmed that the electrosurgical generator in use was not a bsc product, and it has been used successfully in multiple procedures since this event. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.